Event description:
It was reported that a patient implanted with an impella cp experienced many suction events. An echocardiogram showed the impella placement was good. In addition, there was bleeding from the access site. Four units of packed red blood cells were transfused and a femstop was placed. Ultimately, the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of low pump flow and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral vessel: patient noted to have coagulopathy. The cause of the vascular damage - peripheral vessel was likely patient condition related as patient had coagulation disorder per clinical details. Low pump flow: the pump was not returned. Data log review showed suction alarms occurring with lower than expected flow rates, at instances of p-7, flows fell below the expected 2.9l/min, as low as 1.9l/min. P-levels were reduced and gradually brought back up. The cause of the low pump flow was most likely patient condition related due to the noted bleeding occurring with suction events that resolved with reducing the p-level and giving volume.